Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to insulation damage resulting in high pacing thresholds. It was successfully replaced with a new lead. No additional adverse patient effects were reported.